Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 165 mg/dl. Reportedly, the customer had manual injections avaliable as alternate insulin therapy.